Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, two still images appear to show a cobra deformation of the distal disc during partial deployment of the ado. An additional angiogram of another ado implanted with a pda is shown with good closure of the pda. It is not clear why the patient had a cardiac arrest during the procedure. No evidence of an air embolism is visualized on the images provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 8-6mm amplatzer duct occluder was selected for implant on (B)(6) 2023 using a 6f non-abbott delivery system. During the procedure, the device took on a cobra shape while inside the delivery system. The device was deployed outside of the liner in the patient and maintained a cobra shape. It was observed that the patient presented bradycardia and bradypnea. The device was removed from the patient and placed in warm solution for two minutes. The device was massaged and reassembled. The device was deployed and took on a cobra shape again, and the patient went into cardiac arrest. The device was removed from the patient. The device was tested outside of the patient and formed a cobra shape again. The device was replaced with a new 10-8mm amplatzer duct occluder. Heart stimulation was performed to treat the bradycardia and bradypnea. Open heart surgery was performed to treat the cardiac arrest. It was believed that the bradycardia and bradypnea was caused by a possible congenital defect. The cardiac arrest was believed to be a subsequent consequence of the bradycardia. The patient status was stable.

Event description:
It was reported that a 8-6mm amplatzer duct occluder was selected for implant on (B)(6) 2023 using a non-abbott delivery system. During the procedure, the device took on a cobra shape while inside the delivery system. The device was deployed outside of the liner and maintained a cobra shape. It was observed that the patient presented bradycardia and bradypnea. The device was removed and placed in warm solution for two minutes. The device was massaged and reassembled. The device was deployed and took on a cobra shape again. The device was removed from the patient. The device was tested outside of the patient and formed a cobra shape again. The patient went into cardiac arrest. The device was replaced with a new 10-8mm amplatzer duct occluder. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.